Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An internal visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing were performed and passed all relevant tests. An internal visual inspection was performed and passed. The receiver log was downloaded finding ble device stuck in reset which is related to the complaint. N was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.